Manufacturer narrative:
Other relevant device(s) are: product ID: 9735416, serial/lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor was flickering between no signal and displaying correct image. The issue seemed to be caused by a loose connection of the dvi cord at the computer dvi interface. The dvi cord was re-seated and tightly secured at the computer and monitor interface of the cord. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that shortly after powering on the system, the screen went black and intermittently flickered. Troubleshooting was performed and included restarting the system, unplugging and re-seating the cables, swapping ports, factory reset. The screen continued to black out intermittently. There was no patient present when this issue was identified. Navigation was aborted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received confirmation that navigation was aborted prior to the start of the procedure.